Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had wear at a fold in the proximal, middle and distal end. The cylinder had a bulge in the proximal end when inflated. The second cylinder had wear at a fold in the proximal, middle and distal end. The second cylinder passed the leakage testing. The momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament. The ms pump passed the leakage testing and functional testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. The cylinders and the rtes were explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. The cylinders and the rest were explanted and replaced. There were no patient complications reported.